Event description:
It was reported that this left ventricular (lv) lead exhibited alerts for high thresholds and intrinsic amplitude out of range. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).